Event description:
Nobel biocare USA has received a report of one implant osseofailure: part and lot# unknown. The implant returned for this report is not a nobel biocare implant and, per 21 cfr 803.22, it is required that the loss be reported to the FDA it is believed that the implant is manufactured by zimmer dental. Patient ID: (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).